Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and menorrhagia ("heavy menstrual periods") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In december 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy with essure removal on nov2013). Essure (ess205) was removed in november 2013. At the time of the report, the abdominal pain, menorrhagia, abdominal pain lower, dyspareunia, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Within six months of essure insertion procedure which showed that her fallopian tubes were properly occluded.. Most recent follow-up information incorporated above includes: on(B)(6): plaintiff fact sheet received. New reporters added. Patient demographic information added. Indication updated to permanent birth control by bilateral occlusion of the fallopian tubes. Essure removal date (nov-2013) added. Events dysmenorrhea (cramping) and pain added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual periods"), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy with essure removal). Essure (ess205) was removed. At the time of the report, the abdominal pain, menorrhagia, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia and menorrhagia to be related to essure (ess205). Diagnostic results: within six months of essure insertion procedure she underwent hsg (hysterosalpingogram) testing which showed that her fallopian tubes were properly occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain') and heavy menstrual bleeding ('heavy menstrual periods'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pelvic adhesions. Concurrent conditions included: endometriosis. Concomitant products included: ibuprofen from 2006 to 2013. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation and hysterectomy, with bilateral salpingectomy with essure removal on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain, heavy menstrual bleeding, abdominal pain lower, dyspareunia, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted, in date of removal (B)(6) 2013 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 22.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2006, results: total bilateral occlusion. Within (B)(6) months of essure insertion procedure, which showed, that her fallopian tubes were properly occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: medical history was added, reporter causality comment updated. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.